Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, upon stapling the stomach, there was poor staple formation and the staple line was incomplete. A new stapler was opened to complete the case. There was no patient injury.